Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump time was incorrect; cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Lastly, customer experienced a low blood glucose level of 45 mg/dl and was incoherent; cause was unknown. Customer required assistance from spouse to consume carbohydrates.